Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate and during the procedure, there was an issue with the smartablate irrigation tubing set. The power on the carto 3 system was titrating down low and the heat map looked defused and red. The catheter was removed from the body and the catheter tip looked fine. They were unable to flush the catheter. The reporter stated the tubing stop cock knob was loose and looked like it was pushed to the side. What used to be a yellow tubing to the tubing stop cock is now white in color. They opened the stop cock and were able to flush the catheter. The procedure continued. No adverse patient consequence was reported.